Event description:
The customer states that since they began using phenobarbital assay lot 41008hw00 on the architect c8000 analyzer, control values are unstable. There is no impact to patient management reported.

Manufacturer narrative:
Abbott has identified a phenobarbital performance issue that is demonstrated by erratic elevated results and/or the inability to calibrate due to imprecision. Abbott has not received any reports of adverse events associated with this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.